Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) inspected the device and replaced the keyboard assembly. The unit passed extended self-testing.

Event description:
Covidien received info stating that an 840 ventilator had unresponsive keyboard. The ventilator was not in use on a pt at the time the malfunction occurred.